Event description:
Per the clinic, the patient experienced an infection, wound dehiscence and drainage at the implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotic for 10 days (specific date not reported) and topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was also reported that the patient experienced skin necrosis (date not reported). Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.